Event description:
It was reported the pt lost stimulation approx 2-3 weeks ago. An sjm rep was unable to establish communication with the ipg using multiple external devices (communication error messages). The pt reported that he was able to successfully communicate with the ipg approx a month ago. A replacement charging system was sent to the pt to verify ipg functionality. F/u identified the replacement charger would not locate the ipg either. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.